Event description:
After treatment in the nasolabial folds with juvederm the patient noted experiencing hardness, edema and soreness around the injection site. The physician prescribed oral claritin and motrin which provided no relief. The patient sought the opinion of another physician who could not tell if the symptoms were related to the product or not. The injecting physician was not able to provide the lot number the information had been discarded. This event is being reported, because allergan's approach to compliance is to resolve all doubt in favor of reporting.